Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was returned broken after sterilie processing.

Manufacturer narrative:
Review of the device history record and receiving inspection report identified no deviations or anomalies. Visual examination cannot be completed as the product was not returned. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional (tasp) construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. The complaint was considered to be not confirmed as the fractured tasp was not returned. H3 other text : device not returned as it was discarded.

Manufacturer narrative:
This follow-up report is being filed to relay missing information, which was missing in the initial report.